Event description:
Additional information was received. It was reported that the patient had a catheter revision to fix a kink. A week later, it was reported that the patient was having poor pain relief prior to surgery. Intraoperatively, the catheter access port was aspirated and there was free flow of cerebrospinal fluid. A week after that, it was reported that the kind had been in the proximal segment of the catheter. An x-ray was performed on (B)(6), though no results were noted. On (B)(6), a catheter dye study and pump rotor study were performed. Both studies found that the catheter was blocked. There was no hospitalization and the patient recovered without sequela.

Event description:
It was reported that there was difficulty aspirating fluid through the catheter access port (cap) and also injecting fluid through the cap. The physician was performing a dye study at the time of the report and was unable to aspirate or inject dye. The reporter stated that there had been 2 refills since pump implant, on (B)(6) and both refills resulted in a volume discrepancy. Specific volumes were not provided. There was also a volume discrepancy observed on the day of the report as the physician was currently aspirating the contents of the reservoir. The reporter read the pump logs and they were normal. The patient appeared to have gotten relief following implant but the symptoms returned. The patient had been getting better control of her blood pressure but her blood pressure had again increased. The device system was used to deliver clonidine, bupivacaine and dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8 590-1, lot# n313963, implanted: (B)(6) 2012, product type accessory. (B)(4).